Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an error 315 - scope error - was confirmed. The device evaluation found that the screen was black and there was no image. Additional evaluation findings were as follows: that due to a crack on the switch box, water tightness was lost (a great amount of black water flushed out from the scope), corrosion on plug unit prevented the scope connector from being connected securely, there was dirt on the light guide bundle causing the illumination to be uneven, switch 1 did not work, and due to damage on charge-coupled device unit a foggy image occurs the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had an e315 error. There was no procedure involved and there was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error was the switch box cracked during user handling, had leakage and water invaded scope connector and caused abnormality in electronic components . The event can be detected/prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.